Event description:
Report from the (B)(6) stating that the device experienced a "worn hose". It is unk if the device was used during surgery. It is unk if injuries or medical intervention were reported. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device is currently undergoing eval. Once the eval has been completed or if add'l info is received, a supplemental MDR will be sent. (B)(4).